Event description:
It was reported that the 9800 system had poor image quality with overlapping images during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable, image processor board, and the video controller board were replaced during the service call. The sys was tested and found to be working as intended, and put back into service.